Event description:
Per the audiologist's report, this bilaterally implanted patient was experiencing a popping sound with this right cochlear implant. A CT scan was normal for electrode array positioning. External equipment was swapped but this did not alleviate the popping sound. Integrity testing conducted showed high impedances for five electrodes. The receiver/stimulator test results were consistent with normal device function. Cochlear recommended that the five affected electrodes be removed from the patient's map and the device be reprogrammed. The surgeon decided to explant the device. A new device will be reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.